Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported she has had some leaking cannulas. Patient stated she thinks the leak it at the connector lock. No adverse event reported. Requested return of the alleged infusion set for evaluation.